Manufacturer narrative:
H8: usage of device was corrected.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The caller alleged that the infusion device is delivering a multiwave insulin bolus, as if it were a standard bolus. The user stated that the extended bolus delivery is normal, the issue only occurred with a multiwave bolus administration.